Event description:
On 09/13/2019, neotract was informed of a successful prostatic urethral lift (pul) procedure done on (B)(6) 2019 during which a delivery device did not deploy properly. No patient injury or harm was reported and the device was returned for investigation. On 10/21/2019, neotract's investigation of the device indicated that 1mm of the needle tip was missing. Neotract notified the physician of the investigation results. On (B)(6) 2019, the physician declined further follow-up to assess the location of the missing needle tip. Per internal procedure, during the final complaint closure review, the complaint was re-assessed to be reportable on 12/17/2019.